Event description:
A customer reported an issue regarding their pump, noting that it requires periodic resets to display the correct battery percentage. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.